Event description:
It was reported that the patient presented for in-clinic follow-up. Upon device interrogation loss of capture was noted on the left ventricular lead. A subsequent chest x-ray revealed that the lead had dislodged from the coronary sinus. No interventions were reported. The patient was stable.

Manufacturer narrative:
Correction: previous report was missing d6b - date of explant.

Event description:
New information received notes that the patient presented for replacement of the left ventricular lead. The lead was explanted and replaced. The patient was stable.